Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, false automatic mode switching and far field r wave oversensing episodes were noted. The device reprogramming was reprogrammed and the event was resolved with no adverse consequences to the patient.